Manufacturer narrative:
A beckman coulter customer field service engineer (fse) evaluated the au5800 chemistry analyzer and observed mid solution gel build-up in the ise block and on top of the electrodes. The fse also observed bubbles. The fse performed manual cleaning and replaced the solenoid valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for seven (7) patient samples.